Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was failed and not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) main drawers 3.1 and 3.2 were not detected on bus. A field service engineer (fse) removed the back panel and controller board lights were out. So, the fse replaced the module controller board, along with both drawer controller boards. Then reassembled the device and successfully powered on device. All controller board lights successfully lit up and recognized drawer. The system functioned as intended after the field service engineer repaired the device.